Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of the effect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If device sample becomes available at a later date, this complaint will be reopened.

Event description:
The event is reported as: the customer alleges that the top of the column popped off. No patient injury or delay in treatment reported.